Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been receiving no delivery alarms. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind pump, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. Customer received another no delivery alarm after connecting a new infusion set and running manual prime. Customer was walked through the steps again and she was able to push insulin through with the plunger, but once she ran a manual prime she received another no delivery alarm. Blood glucose value is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump ws received with minor scratches on the display window.